Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during deployment of the vascular stent in a calcified sfa lesion, the outer catheter of the delivery system broke. The entire system was removed without issues and another vascular stent was used to complete the procedure successfully. There was no reported patient injury. During the evaluation of the returned device the vascular stent was found to be partially released.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent was being partially released when the delivery system broke and that the system including the partially released stent could be successfully removed from the patient. A force transmitting component was found to be broken making a successful stent deployment impossible. The sample condition shows that the user opened the grip and tried to deploy the stent manually without success. An outer sheath fracture as reported could not be identified during evaluation. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Reportedly, the tracking path was not tortuous but calcified, the target lesion was calcified, and the user experienced difficulties in advancing the delivery system to the lesion site. The event also may be use-related as rough handling of the device can lead to friction increase. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."